Event description:
It was reported that an ilet became hot while charging and the enclosure split open, with the user temporarily compressing the housing to continue use. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy requiring medical care and no alarms. Investigation included review of the event details and return-and-replacement of the device for evaluation. Investigation of this case revealed physical damage to the device housing consistent with enclosure separation following a charging-related thermal event. It was concluded that the device experienced a hardware failure involving the external enclosure, with no user injury reported.